Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2010. During the procedure, the patient's colon was punctured. The patient required additional medical intervention and experienced pain and additional treatments. No additional information was provided at his time.